Event description:
It was reported by the patient representative that they do not have confidence the cardiac resynchronization therapy defibrillator (crt-d) is working correctly. The patient representative believes the device rate is set at eighty for pacing therapy. Approximately a week after the implant, the patient had a device check done and the patient representative wasn¿t convinced everything was working correctly or that the physician knew what was happening. Approximately two weeks ago, the patient had a follow up appointment at the cardiology clinic and an electrogram (EKG) showed ¿a million¿ premature ventricular contractions (pvc) and the heart rate in the fifties. Yesterday, the patient was at their primary care physician office and the patient was getting ¿a weird pulse¿. It was noted that the pulse was in the forties. An EKG was done and while the pulse was higher, it was not approaching the eighty beats per minutes as the patient representative expected. It was also noted that the primary care office called the cardiologist who said, ¿ everything was fine and that if the patient feels fine, it is okay¿. The patient representative noted that the patient felt fine before having the device and that the patient representative is losing confidence in the cardiologist. The patient representative also noted that the rate might not have been set at eight beats per minute, but that they thought that¿s what it was set for. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Follow up with the clinic indicated that the patient¿s heart rate was not lower than the programmed lower rate set on the device. It was noted that there was no product performance issue with the crt-d. No further action was taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.